Event description:
It was reported that the right ventricular lead was capped and replaced during a normal generator change out due to high capture threshold. The patient was stable before, during, and after the procedure.